Event description:
It was reported that prior to patient contact, initially the handle that was being left on the charger at all times, did not turn on. After recharging, a handle error with a red circle and line appeared. The handle was replaced using a different handle. There was no patient involved. Medtronic's initial evaluation of the incident device found the cause of the handle not initializing was due to the secure digital (sd) card, flash memory, and field programmable gate array (fpga) all being corrupt.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. For functional te sting, the handle was inserted into a medtronic representative charger to charge. The handle was removed from the charger but it did not initialize. The handle was opened up. The battery was found to be healthy. The returned battery was replaced with a known working battery and the handle did not initialize. The returned battery was connected to a known working signia handle and the handle initialized. The data saved to the handle could not be recovered. The back handle housing was removed and the handle hardware was investigated. The flash memory was corrupt. New software loaded onto the handle but the flash memory was unable to updated. The secure digital (sd) card was taken out the handle and was unable to be reformatted when connected to a computer. A functional sd card was used and the handle then functioned as intended. The field programmable gate array (fpga) was also updated which allowed the handle to pass initialization. It was reported that the device did not turn on, then a handle error with a red circle and line appeared when recharged. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.